Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
No response was received from the surgeon despite our email attempts on 03/16/2009 and 03/26/2009 to contact for return of product and additional information. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined to be reportable per edwards lifesciences procedures.

Manufacturer narrative:
Device not returned.